Event description:
The customer reported her blood glucose. Upon removal she noticed the cannula appeared to have come out of the infusion site and the cannula was also bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.